Event description:
The nurse had started IV and within 10 minutes the machine started alarming with error message "channel error." There was a visible bulge or bubble in the tubing where the tubing meets with a fitting.